Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no damage was observed. An extended investigation was also performed. The reader was charged, it powered on and no damage or issues were observed. A self- test was performed and the reader passed the self- test. The reader was de-cased and no internal damage or burning smell was observed. A sim vivo test (simulation of the electrical signal produced by the freestyle libre sensor) was performed and passed, indicating the electronics were working as intended. Therefore, this issue is not confirmed as the reader was functioning as intended and no burning smell was observed as reported by the customer. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported "fire and smoke" from their freestyle libre 2 reader. Customer further reported that they "smell burning". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported "fire and smoke" from their freestyle libre 2 reader. Customer further reported that they "smell burning". There was no report of death, serious injury, or mistreatment associated with this event.